Event description:
The device was used during a colpopexy. Reportedly, the needle broke. The surgeon was able to retrieve half of the needle and applied another device to complete the procedure. The hospital has reported no patient injury occurred.